Manufacturer narrative:
Device evaluation: lens was returned dry with clear surgical residue on lens in a micro centrifuge vial. Visual inspection found the haptic torn and deformed with foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.7mm vticmo13.7 implantable collamer lens, -11.5/+1.5/090 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intra-operatively on (B)(6) 2018. Within the same surgery an alternate lens was successfully implanted. Reportedly, there was no patient injury. The cause of the event is reported as unknown.